Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
Reportedly, as the surgeon was inserting the nozzle of a ks-ni2 intraocular lens into the injection site and preparing to inject the lens, he found fiber-like foreign matter inside the tip. Surgery was completed by using a back-up preloaded system to implant an alternate lens. This occurred on (B)(6) 2017. Reportedly, preliminary lab analysis reveals that this is not biological material, but polyamide fiber.

Manufacturer narrative:
Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order, including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).